Event description:
Reportedly, "the wrong measurement was the cardiac output parameter. The patient was connected and the values were worse than the patient appearance. (The patient was first in rea connected to another vigileo and the parameters were different and according his condition). The doctor checked and changed the cable and checked and changed the flotrac and the measures were still wrong.

Manufacturer narrative:
Evaluation summary: vigileo, model mhm1e, (B) (4) was reported by customer as not measuring the cardiac output correctly. The vigileo was returned back to the edwards electronics service center in (B) (4), ca for evaluation. An edwards electronic technician evaluated the vigileo and confirmed the customer's issue and therefore the main board was exchanged. The service history record was reviewed and all manufacturing requirements were met.